Event description:
Boston scientific crm received information that these epicardial patch defibrillation leads exhibited a shock impedance of >125 ohms in the triad shock configuration. It was noted that the shock impedance had been in the 90 ohms range at implant and had gradually increased to >125 ohms in (B)(6) 2009 and has been out of range since then. Boston scientific crm received additional information that the shock impedance remained high at approximately 100 ohms. The patient was to be seen in the clinic for further evaluation.

Manufacturer narrative:
Technical services discussed measuring the shock impedance in the rv to can shock configuration, which produced a measurement of 105 ohms. It was noted that a 41 joule shock delivered during defibrillation threshold (dft) testing at the implant procedure had resulted in an impedance of 47 ohms. Technical services then discussed that with epicardial patch leads, they typically see a lower shock impedance, and discussed a potential connection issue or conductor fracture. Technical services then discussed performing a minimum and maximum energy shock to verify the system, or to perform an invasive procedure to check connections. No adverse patient effects were reported. The field representative later reported that the patient was wintering in (B)(6) and that her electrophysiologist at home was aware of the issue and has elected to continue monitoring without any testing or invasive procedures. The device and leads remain in service. This report will be updated when additional information becomes available.

Manufacturer narrative:
(B)(4). Boston scientific received additional information that the device was explanted due to normal battery depletion and was replaced with another boston scientific crt-d. The field representative confirmed that the shock impedance was still high and out-of-range with the new device, and that no intervention was planned to resolve this. The explanted device was returned and met all specifications during laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative reported that an x-ray was performed, with no issues observed. The field representative questioned whether changing shock vectors could resolve the issue, but technical services discussed that with an abdominal implant the other vectors may not be effective and defibrillation threshold (dft) testing would need to be performed to ensure conversion. Technical services also discussed checking for noise or a change in the shocking impedance during pocket manipulation to determine if there is a connection issue. The patient was scheduled for a non-invasive programmed stimulation (nips) study to evaluate the shocking system. During the testing, three 1.1 joule shocks were delivered and the shock impedances were in the 40-60 ohms range. Shocks were delivered in the coil to coil and in the triad configurations. However, the daily measurements continue to show the shock impedance as greater than 125 ohms. Technical services discussed that in the daily measurements test, a very small amount of energy is used and may not be able to jump any gaps. No changes have been made to the device or leads. No adverse patient effects were reported.